Event description:
It was reported that the user contacted support for assistance completing a full supply change and then reported elevated glucose, with a highest continuous glucose monitor reading of 238 mg/dl, after using multiple daily injections for two days and not taking insulin for approximately seven hours while eating before reconnecting to the pump. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.